Event description:
It was reported that the patient had not been able to make adjustment both with or without antenna attached. Patient programmer shows poor communication screen with and without antenna. The issue has been going on for the last several weeks. There was no telemetry and the patient tried new batteries. No indication of patient harm. It was reported over a week later that the patient called back and stated that he received the new programmer and it still does not work with or without the antenna attached. He had tried placing the programmer over the implant directly on his skin not on top of clothing. The new programmer will not communicate with ins (stimulator) and it will not shut off, he had to take the batteries out. Upon device return for first programmer tried, analysis found non-significant anomalies. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Upon return of the second programmer, analysis found non-significant anomalies and telemetry problem unverified. 0

Event description:
Additional information received reports the patient do not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).